Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that device was on and screen showed 1.8v and they did not understand why it was not working. Patient was not feeling stimulation for 4 days but they were getting relief. Patient was asked to sync and patient programmer (pp) showed therapy was on, setting is p4 at 1.8v. Patient would leave therapy setting where it was as for now because they were getting relief. Troubleshooting resolved reported issue. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.